Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b. Additional pro-code: hrs. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, a wear and possible metallic fragment broke off into the patient wound. The screw was unable to backed out by the t8 driver shaft, when exchanging for a longer screw. Intervention to remove metallic fragments was preformed. It was unknown if there was any surgical delay or patient consequences or if the procedure was completed successfully. This complaint involves one (1) device. This report is for one (1) 2.7 metaphysea scr slf-tpng t8 sd rec/42 this is report 1 of 1 for complaint (B)(4).

Event description:
Intervention to remove the metallic fragments was performed. There is a possibility that these fragments were also part of a needle driver from a hospital extras set that was used to grasp and attempt to extract the screw. This is report 1 of 2 for (B)(4).